Event description:
During an in clinic follow up, the device was observed to be in back up mode. It was noted the patient had undergone and MRI and the device had not been programmed into MRI mode. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.